Manufacturer narrative:
Other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient.

Event description:
A friend or family member of the patient reported the patient device did not seem to be working and the patient was experiencing frequency symptoms. The caller tried to connect with the patient¿s implant using the patient programmer and was seeing the ¿replace batteries¿ screen. The caller replaced the batteries. The call stated they had never used the patient programmer. The caller was able to successfully connect with the patient¿s implant. The patent was on program 1 at 1.9 v on program 1. The caller stated the healthcare professional (hcp) did not give them instruction on what program to be on and the manufacturer representative (rep) told the patient ¿not to fiddle¿ with the programs for a few months. The stimulation was increased to 2.3 v and the patient thought he could feel something in his thigh, but then reported feeling it strongly on the left side of his penis. The stimulation was then turned down to 2.2 v and the patient did not feel it. The caller stated the patient was going to the hcp on the week of (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3037, (B)(4), product type: programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient changed the stimulation and went back to the hcp to change the programming.